Event description:
No additional information.

Manufacturer narrative:
Investigation results: fifteen mz1000 china samples were received without packaging for investigation. The customer reported that the samples affected were from lot: 23045323 and that the connectors "ruptured and leaked within 1-3 days of use" and lead to the leakage of chemotherapy drugs. The returned samples were subjected to pressure testing in order to replicate the customer's experience; leakage was observed on all of the samples at the female luer adaptor (fla) due to cracks (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot: 23045323 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. From the information available it is not possible to speculate which of these factors were key contributors to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: in the clinical use of mz infusion connectors, the joints ruptured and leaked within 1-3 days of use, resulting in inconvenience in clinical work and dissatisfaction among doctors and patients caused by the outflow of chemotherapy drugs.